Manufacturer narrative:
Per the hhe, the most probable root cause of the reported event is design-related. The handle body subcomponent 301-300- 01 is a single body construction. However, the bridge feature that is fracturing is relatively thin (.035) and thus potentially susceptible to fracture. Additional potential contributing factors are being investigated in CAPA (B)(4).

Event description:
As reported, during a procedure, the surgeon was handed the preserve broach handle to begin broaching and felt a sharp piece of metal pierce his gloves. Upon inspection of the handle, he noticed there was defect on the left side next to the retroversion inserts. Handle couldn't be used for the remainder of the case, so we opened a backup preserve tray. He inspected that handle and noted a similar defect, not quite as severe, in the same weak spot of the second handle. Sharp, protruding metal on the left side next to the retroversion inserts. Patient was last known to be in stable condition following the event. Device will be returned.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Based upon the facts that are known at the time of evaluation, the most probable root cause of the reported event is design-related. The handle body subcomponent 301-300-01 is a single body construction. However, the bridge feature that is fracturing is relatively thin (.035) and thus potentially susceptible to fracture. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d1, h6. The following sections were corrected: d1, h6. Based upon the facts that are known at the time of evaluation, the most probable root cause of the reported event is design-related. The handle body subcomponent 301-300-01 is a single body construction. However, the bridge feature that is fracturing is relatively thin (.035) and thus potentially susceptible to fracture. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.